Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device #2 of 2: reference MFR. Report: 1627487-2016-03279. The manufacturer is unable to determine which lead was explanted, hence both leads are reported. It was reported the patient was no longer receiving effective stimulation. The patient underwent surgical intervention on (B)(6) 2016 to remove and replace the left lead which was fractured. The patient is receiving effective stimulation and issue has been resolved.